Event description:
During a lobectomy procedure the flashing red light came on the idrivec and there were exposed staples. The next two firings resulted in malformed staples, one which stuck to the lung.

Manufacturer narrative:
Visual inspection of the returned reload revealed some damage consistent with the reload having been improperly loaded into the i60. This was the cause of the improper staple formation.